Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 17.8 mmol/l (320 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported being unsure whether the cannula was properly seated in the arm infusion site. Reportedly, the infusion site was painful and insulin was leaking. As treatment, a new pod was placed.

Manufacturer narrative:
The needle mechanism was inspected and no damages or defects were observed that would have contributed to the reported unsure cannula inserted properly event. The cause of event was not determined. No damages, tears, or leaks were found in the fluid path during the leak test. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The device was received fully deployed. No damages or defects were noted to the fluid path components that would contribute to pain during insertion. The exact cause of the reported pain during insertion could not be determined.